Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 30mmol/l, with polydipsia, associated with an alleged insulin on board calculation issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the insulin on board showed zero when the patient attempted to bolus using advanced bolus features. The customer tested the insulin on board feature during troubleshooting and the pump was shown to be subtracting the insulin on board amount correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.